Event description:
Admitted to intensive care unit (B)(6) 2025 to today for unexplainable acute respiratory distress syndrome and refractory hypoxia. Required mechanical ventilation (B)(6) then prolonged vapotherm until (B)(6) 2025. Potential confounders (bacterial pneumonia, segmental pulmonary embolism¿s, atrial fibrillation rapid ventricular response, hypotension, anemia, interstitial edema) all appropriately treated with no noticeable change in respiratory status. Extensive workup (infectious, interstitial lung disease, vasculitis, hypersensitivity, rheumatic) unrevealing. Computed tomography pulmonary angiography with bilateral ground-glass opacity and underlying interstitial fibrosis. Also noted right-upper lobe mass highly suspicious for malignancy. Nonsmoker and no occupational or environmental exposures. Discharging to long-term acute care with probable home hospice transition.